Manufacturer narrative:
The rse evaluated the device with the customer remotely. It was determined that this was not a malfunction, but a self-test failure caused by user error. The user did not have a test load attached to the device during shock testing. The device was re-tested with a test load attached, and the device passed the operations test and was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was confirmed. The self-test failure was attributed by user error. The self-test was performed with non-approved accessory/consumables. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib does not pass the test, it fails on 'pacer test.' There was no reported patient involvement.